Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: thrombosed left ventricular assist device with hemolysis.specific component(s) involved: other component malfunction, specify.additional text:other component: not defined.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : exclusion of left ventricular assist device from systemic convert to ECMO.implant device type: lvad.